Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device will not be returned.

Event description:
The customer reported to the sales rep, "hoffmann 3 / hoffmann ii MRI on a patient had to go to mr scanning. They could feel that the hoffmann product were moving/feeling magnetic when it were in the mr scanner. After the scanning they took different parts of hoffmann to the scanner to feel and see what happened. They found out that it was 1 specific kind of component 4921-2-060" a pi was opened for this report, (B)(4). During the contact regarding this issue, it became apparent that the hospital also experienced this issue before, but no further information was given. This pi is therefore opened to reflect nonspecific previous events of the same nature.